Event description:
It was reported that the lead exhibited intermittent loss of capture at 7v in bipolar, and low sensing thresholds. The lead was explanted. The physician elected not to replace the lead, and programmed the pulse generator to vvi.

Manufacturer narrative:
No medwatch form was received.